Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an interlink system continu-flo solution set had a leak. The leak was located before the drip chamber near the filter. The volume that leaked was "very minimal." The customer reported that there were no visible irregularities or damage to the set. This malfunction was observed during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.